Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured on october 02, 2019. Two samples were received at the manufacturing site for evaluation. The first sample was visually and functionally evaluated, and the reported issue could not be confirmed as no issues were observed. The second sample was visually and functionally evaluated, and the reported issue was confirmed, the cross spike was found to be detached from the line. As part of continuous improvements, a corrective and preventative action plan has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set showed a leak in the fitting with the diet bag. There was no patient injury.